Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touchscreen was intermittently unresponsive and subsequently times out. Reportedly, the pump was still functional. There was no reported impact to the customer's blood glucose level. The pump touchscreen was responsive to presses at the time of troubleshooting with tandem technical support.

Manufacturer narrative:
Additional information was received that the pump touchscreen continued to be intermittently unresponsive to presses. There was no impact to the customer's blood glucose level. Reportedly the customer would continue to use the pump for insulin therapy. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.